Event description:
Reporter indicated that pt presented for a routine appointment where high lead impedance was obtained during system diagnostic testing, it was also reported that pt x-rays were assessed by the treating physician and no anomalies were identified. Reporter indicated that subsequently the pt's pulse generator was replaced electively and high impedance was still obtained with the lead in question. This lead was then replaced due to the high impedance. Explanted products were returned to MFR for product analysis, however, the analysis is not yet completed.

Manufacturer narrative:
Conclusions: device malfunction is suspected, but did not cause or contribute to a death or serious injury.